Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2014 with the following findings: investigators were unable to confirm or duplicate 'blank' screen during investigation. The screen is fully illuminated and fully functional at startup. Observed multiple cs 054 alarms in history at time of event. No power on resets were observed before the cs 054 alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.